Event description:
It was reported oversensing was noted in the atrial and ventricular channels possibly due to electromagnetic interference. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrections: this device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the patient experienced the same type of oversensing that occurred four years ago. In addition, a lead integrity alert (lia) alert triggered on the right ventricular (rv) lead for nonphysiologic sensing. The sensing integrity counter (sic) was high. Oversensing could not be reproduced in the emergency room. The lead was turned off and will be replaced in the future.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. Beginning (B)(6) 2015, ventricular sensing integrity counts incremented up to 2082 and there were non-sustained ventricular tachycardia (nsvt) episodes due to lead noise oversensing. The rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia (nst) episodes.

Event description:
It was further reported that the lead had not been turned off, rather the number of intervals to detect was extended. A holter monitor confirmed a lead integrity issue.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the reported additional info cannot be substantiated by save to disk analysis.

Event description:
It was further reported the lead was explanted and replaced.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the lead was returned in segments, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.